Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 28 x 2.75 promus premier select drug-eluting stent (des) was advanced for treatment. However, during insertion, the shaft of the stent broke. The device was pulled and removed from the patient. Subsequently, another 12 x 2.75 promus premier select des was advanced, but the device failed to cross the lesion. The device was also removed and completed the procedure with another stent. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 28 x 2.75 promus premier select drug-eluting stent (des) was advanced for treatment. However, during insertion, the shaft of the stent broke. The device was pulled and removed from the patient. Subsequently, another 12 x 2.75 promus premier select des was advanced, but the device failed to cross the lesion. The device was also removed and completed the procedure with another stent. There were no patient complications reported. It was further reported that the shaft break at 6-7 cm from the hub.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: p select ous mr 28 x 2.75mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified shaft break at 18.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 28 x 2.75 promus premier select drug-eluting stent (des) was advanced for treatment. However, during insertion, the shaft of the stent broke. The device was pulled and removed from the patient. Subsequently, another 12 x 2.75 promus premier select des was advanced, but the device failed to cross the lesion. The device was also removed and completed the procedure with another stent. There were no patient complications reported. It was further reported that the shaft break at 6-7 cm from the hub.